Event description:
It was reported by the consumer that the band was originally implanted in (B)(6). She sought a surgeon in the us due to difficulty swallowing solid fluids. A egd was performed on (B)(6) 2011. Per the consumer, when the area was viewed the band could not be visualize. In addition, was informed that the tubing is free floating in her abdomen. She states that she has had an upper gi and barium swallow and it has not been determined why she is having difficulty swallowing. Per the consumer, the surgeon has indicated that the band is most likely encapsulated and because it is meant to implanted, there is no risk. The surgeon that she is currently seeing is not a banding surgeon. She states that she is willing to live with the advice from the surgeon and is not willing to return to mexico to be further evaluated by the implanting surgeon.

Manufacturer narrative:
(B)(4): information unavailable. The device remains implanted. Device remains implanted.